Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient recently underwent heart surgery and heart valve replacement, during which a ventricle lead polarity switch occurred. It was later reported that the patient experienced some near-syncope episodes, and non-physiologic sensing could be reproduced in the clinic. It was discussed that electrocautery used at the time of the heart surgery may have led to electromagnetic interference with the patient's implantable pulse generator (ipg), likely causing the polarity switch. Reprogramming was performed to return the lead polarity to biploar. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.